Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issue was noted. A technical support specialist (tss) remoted into the server and verified that messages were successfully crossing. The system functioned as intended when technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over, and the issue persisted even after the application server was checked. However, there were no delay or adverse events or injuries reported based on this event.